Event description:
During an atrial fibrillation procedure, there was a bubble noted in the infusion line. After ablating the veins and mitral isthmus, the veins were being checked with the advisor hd grid mapping catheter. When inserting the advisor hd grid mapping catheter and an agilis introducer a bubble in the infusion line was noted. The agilis introducer was then aspirated, and the ECG was checked. It was confirmed that there was no st elevation and the bubble did not enter the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported bubble in the infusion line could not be conclusively determined.